Event description:
A caller reported that their pump battery was not charging, and despite following various troubleshooting steps like using different wall outlets and adapters, the issue persisted with no resolution. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use manual daily injections as a backup therapy to ensure insulin delivery was not interrupted.